Manufacturer narrative:
The log files of the eva system from the time when the event occurred have been received for investigation. Analysis of the log files confirmed an issue with vitrectomy module, as an error message was identified.

Event description:
During a combined surgery, priming of the eva system and phacoemulsification procedure went well. However, when changing to vitrectomy procedure, the screen turned red and it was not possible for the surgeon to continue working. The surgery was aborted due to this event. Patient harm did not occur.

Manufacturer narrative:
With regards to this complaint a vitrectomy module was returned for investigation. Functional testing of the returned module could not reproduce the encountered errors. However, further investigation revealed that there was an excess of grease in the 3/2 way valve. This contamination can result in a "lazy" valve, which will cause timing issues when the module is using the valve to check different pressures with one pressure sensor. Unfortunately, the timing and origin of the grease accumulation in relation to the timing of the reported event could not be determined. It should be noted that from software version 4.5.2 an optimized initialization routine for the function of the valve has been implemented which reduces the occurence of this failure in the future.

Event description:
During a combined surgery, priming of the eva system and phacoemulsification procedure went well. However, when changing to vitrectomy procedure, the screen turned red and it was not possible for the surgeon to continue working. The surgery was aborted due to this event. Patient harm did not occur.